Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a clic blood chamber blood leak occurred three hours and eighteen minutes into a patient¿s hemodialysis (hd) treatment. Blood was observed dripping from the bottom of the circular chamber, above where the device connects to the dialyzer. Though nothing was visible, the rn stated there must have been a slight crack on the device. The machine, a fresenius 2008t, did not alarm. The patient was dialyzing with fresenius bloodlines and a fresenius optiflux dialyzer. Blood leak test strips were not used. No damage was identified on the dialyzer or the bloodlines. After the blood leak was noticed, the treatment was ended. The patient¿s estimated blood loss (ebl) was approximately 50 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient¿s treatment was not restarted, however, there were no adverse effects due to the incomplete treatment. The clic blood chamber was discarded, and was therefore not available for manufacturer evaluation.